Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. No troubleshooting was performed for the past fill estimate issues. The customer's blood glucose level was not impacted. The customer was currently receiving an inaccurate fill estimate with the cartridge in use. Reportedly, the customer had filled the cartridge with 300 units and received a fill estimate of 105 units after 10 units had been delivered. During troubleshooting, the customer reloaded the cartridge successfully and received an accurate fill estimate.